Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Furthermore, the dialyzer instructions for use (IFU) document cautions the user regarding hypersensitivity reactions. "In rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment. With severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. The decision to return the patient's blood in the event of a hypersensitivity reaction is determined by the physician." An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the lot number of the optiflux 180nre dialyzer finished assembly product and the approximate date that the event occurred were not known. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Event description:
Follow-up information was provided by the rn team lead at the user facility who revealed that the patient's admit date to the fresenius clinic was (B)(6) 2013.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A registered nurse team lead at the user facility reported that a patient was prescribed to another manufacturer's dialyzer since originally starting chronic hd therapy at their user facility. The patient had come from a davita clinic (location unknown). The patient noted on their intake documentation that they had a hypersensitivity to the fresenius f180 dialyzer during a prior hd treatment at the davita clinic and was subsequently transferred to another manufacturer's dialyzer. The date of event is unknown. The complaint device was not available to be returned to the manufacturer for evaluation.